Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was damaged. The following information was provided by the initial reporter: according to the customer's report, the hub (glue tower) has a defect/damage and the pen needle could thus not be used.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-05. H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. No damage to the hub was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx was damaged. The following information was provided by the initial reporter: according to the customer's report, the hub (glue tower) has a defect/damage and the pen needle could thus not be used.